Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was isolated to corrosion on the computer/analog (c/a) board, the table board, and the battery board. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
While investigating battery charger/modem sn (B)(4) for an unrelated issue, a reportable problem was discovered. The battery charger was unable to charge a battery.